Manufacturer narrative:
As per additional information this event was a duplicate of already reported event. Regulatory report is submitted for other products those were involved in this same event. The report is submitted under regulatory report number 1045254-2025-00522 on date: 2025-02-21. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that preoperative of procedure scoliosis module that connects the patient electrodes to the console does not recognize the headrest and it is a recurring problem. It resolves by turning off and on but the problem becomes more and more present. Also, during use, settings change. There was no patient impact.